Event description:
The surgeon located the profunda and after seeing a flush occlusion of the superficial femoral artery (sfa) at the take off of the profunda crossed this with the glidewires. When the surgeon removed the glidewire, the outer coating appeared sheared off. Angiographic images were taken which visualized the outer coating in the sfa and the profunda. The surgeon proceeded with an open surgical intervention to remove the glidewire coating fragments. The surgeon reported that the patient tolerated the procedure well without any complications.